Manufacturer narrative:
Visual analysis reveals that only 3.5 mm of the laser fiber was returned. The exposed glass tip measures approximately 0.5 mm and appears used.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was removed using a basket. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The complainant indicated that no additional information is available.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was removed using a basket. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The complainant indicated that no additional information is available.